Manufacturer narrative:
H.6. Investigation summary: one sample and multiple photos were provided to our quality team for investigation. Through visual inspection, the spike is observed to be broken, a piece of the spike threading was stuck on the connector threading. Traces of the solvent used to bond the spike to the connector were observed. Product undergoes visual and functional inspections throughout the manufacturing process to ensure the quality and functionality of the device, including force testing to ensure the proper assembly of the device. As the lot involved in this incident is unknown, a complaint history review cannot be performed. Based on the available information and sample evaluation, we are not able to identify a root cause related to our manufacturing process. It is likely the damage occurred when connecting/disconnecting the device. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) spike broke causing leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about broken spike. The device was connected to an infusion bag of endoxan. When the device was lifted up, the device got broken. The leaked drug did not contact on the patient or the nurse.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ spike connector (c180j) spike broke causing leakage. The following information was provided by the initial reporter, translated from japanese to english: this is a report about broken spike. The device was connected to an infusion bag of endoxan. When the device was lifted up, the device got broken. The leaked drug did not contact on the patient or the nurse.